Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the buttons had a delay response. The customer reported that the insulin pump had a blank display. The customer stated that the insulin pump had scratches on the lcd screen. The customer reported that they were hospitalized due to high blood glucose. The customer's blood glucose was 22.3 mmol/l at the time of incident. The customer stated that they experienced nausea and chest pain. The customer stated that the display was not blank at the time of call. The customer stated that the insulin pump was bumped. The customer stated that they were wearing the insulin pump at the time of hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked battery tube threads, scratched case and pillowing keypad overlay.